Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that following implant attempt of the lead there was no pacing and high impedance. The physician repositioned the lead, but it still did not work. Therefore, the lead was removed and replaced with a new lead successfully. No patient complications have been reported as a result of this event.